Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device (B)(4), batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2019, and barbed suture was used. The tab did not hold the intact tissue. When suture is pulled, it went through the tissue. The procedure was delayed five minutes. The surgeon had to tie a knot in the suture to complete the procedure. There were no adverse patient consequences reported.